Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, exhibited crosstalk oversensing in the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was noted that the oversensed signals were blanked appropriately. Ts recommended further in office evaluation of the system. This rv lead remains in service. No adverse patient effects were reported.